Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a low gas leak error. The device was in clinical use when the issue occurred. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
E1: (B)(6). Insufficient information is available to determine the resolution of the event. The key market reported that the customer requested that the device be repaired by a third party. It could not be determined if the customer's issue was resolved or if the device was repaired. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no further details were provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00225. All information from the original report(s) has been transferred to this report.